Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 158 mg/dl. The customer was treated with food. The customer¿s blood glucose at the time of incident was 40 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. Customer was vomiting due to her gastroenteritis which led to her blood glucose going low. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked belt clip slot, scratched case, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.